Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with unknown smooth mentor saline breast implants experienced bilateral implant deflation and breast pain postoperatively. The patient reported suffering with pain on the chest, and reported that the surgeon suspected material rupture for the implants and suggested further deflating the implants to alleviate the breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the second of two implants.